Manufacturer narrative:
H3: product analysis of the device found visually, there was no damage in the construction of the device. A stylette was inserted and returned with the tube. A syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. The cuff and pilot balloon were manipulated by applying pressure by hand, but no leaks were observed. For further analysis, a leak test was performed by submerging the entire device, including the cuff and inflation tube, in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the operation, the anesthetist found that the cuff of endotracheal tube leaked air and immediately replaced it with the backup endotracheal tube for the operation. The product did not have contact with the patient. The patient outcome was reported as alive with no injury.